Event description:
It was reported that a patient went in for a urine specimen and had a bladder infection. The reporter stated that the patient wondered if turning up stimulation would cause a bladder infection. It was noted that stimulation was changed from program 4 to program 3. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v466367, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).